Event description:
Complainant alleged that while attempting to monitor a male pt, the device inappropriately shut down and would not power back on. User was able to get device to power on after "a while" and then the device shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.